Manufacturer narrative:
(B)(4). Returned meter evaluated on 05/17/2016 with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer's wife is calling on behalf of the customer. The customer is concerned with getting high blood results when he performs his blood test. The customer's expected fasting blood glucose test result range is 120-160mg/dl. The customer is not having any symptoms regarding his diabetes at this time or having any symptoms regarding high blood result. The customer takes metformin 500mg and glipizide 9mg to manage his diabetes. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/17/2017 and open vial date is (B)(6) 2016. The customer is also comparing the meter against competitor's meter and stated the trueresult was reading higher - unable to give actual results. The meter memory was reviewed for previous test result history: (B)(6).